Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1884l that was returned for product analysis.

Manufacturer narrative:
Pump received with blank display. The pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Pump passed the displacement test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, scratched case, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), serial number label missing, corroded battery tube. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.